Event description:
The nurse was taking care of the patient during a surgical procedure. While she was trying to manage her medications on her anesthesia rx cart, the system froze for about 5 minutes. This was mid procedure. The nurse called her supervisor and right before he walked in the room the cart responded. There was no harm to the patient. The supervisor called the case into aesynt. The cart seems to be responding in its normal speed now.